Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient experienced abdominal pain, adhesions, rashes, leg pain, pain with sex, constipation, rectal bleeding, nausea, fistula, dental problems, autoimmune disorders, neurological changes, fever, joint aches and pain and abnormal sweating.